Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the moderately tortuous proximal right coronary artery (rca). The 2.5x15mm trek balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The trek bdc was soaked and prepped prior to use with no issue/leak noted. After placement of a non-abbott guide wire, the trek bdc was advanced to the target lesion without issue; however, the balloon ruptured during the first inflation at 12 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another trek bdc was used to pre-dilatate the lesion, followed by deployment of a non-abbott stent implant to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.